Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that this lead was caught intermittent t-wave oversensing. Sensitivity was fixed at 0.5. R-waves 7-8mv. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).